Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy plus pump was returned for analysis. During analysis, the, customer's reported problem was able to be confirmed. The pump was found to be displaying "1260" error code alarm message during power up. Found missing microprocessor unit board's internal real time clock lithium battery and the back labels. Service will replace microprocessor unit board to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited error 1260 and error 1210. No patient was involved in this event. No adverse effects were reported.